Event description:
It was reported that pump battery life that was deteriorating, causing pump to require more frequent charging and to shut off, interrupting and delaying insulin management. There was no adverse impact to the customer¿s blood glucose level, and CTS confirmed that over the past 24 hours battery depletion was about 18% per day, which was considered normal. Customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.

Manufacturer narrative:
In use at the time of the event: CGM model: G6. Mobile OS: iOS / iOS_iPhone 13 Pro Max / 2.9.1 / iOS_17.0.2.